Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to the department of gastrointestinal surgery with "abdominal pain" at (B)(6) 2024 11:02 mainly due to pain and discomfort in the lower abdomen for 1 day. After the urology consultation of "acute urinary retention, prostatic hyperplasia, hypertension, and cerebral infarction", patient was transferred to their department for treatment at 18:05 on (B)(6) 2024, and the relevant examinations were improved again after admission, and symptomatic treatment and elective surgery such as indwelling catheterization, anticoagulation, and anti-inflammatory were given. Cystoscopy and transurethral plasma resection of the prostate was performed under combined spinal-epidural anesthesia at (B)(6) 2024 09:50. After surgery, indwelling catheterization was properly fixed, bladder irrigation was continued, and anti-inflammatory and other symptomatic treatment was given by the doctor. On (B)(6) 2024 at about 05:10, the patient was uncomfortable at the urethral opening and asked to get out of bed, and the nurse on duty immediately rushed to the ward to comfort the patient and informed the doctor on duty to check the patient's urethral situation, the foley catheter was prolapsed, a small amount of bleeding could be seen at the external urethral opening, and the detached urethral water bladder was waterless. Doctors immediately administer catheterization to drain hemorrhagic urine and give normal saline to continue bladder irrigation, which could be cleared. The urethral catheter was properly fixed again, the family was informed to strengthen the care, and the nurse closely observed the patient's condition and urine condition. It was considered that the valve of the urinary catheter was damaged, causing chronic leakage of the water bag and prolapse of the urinary catheter. No medical intervention was reported.